Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl, "a fall due to seizure", and "heart and kidney damage". Reportedly, the cartridge ran out of insulin and customer did not load a new cartridge. Customer went to the emergency room via ambulance and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and "medication", resolving the issue. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Date of discharge was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.